Manufacturer narrative:
S/w version 5.2a. Retainer ring = black . Pump case: ngp . The patient returned pump for alleged pump error 53, pump error 37, pump error 19, and pump error 3 observed on (B)(6) 2023. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. Verified the following alerts/alarms on event date: pump error 53 on (B)(6) 2023 at 14:54:36.000, pump error 37 on (B)(6) 2023 at 12:26:00.000, pump error 19 on (B)(6) 2023 at 14:54:19.000, and pump error 3 on (B)(6) 2023 at 14:54:36.000. Pump error 53 was a consequence of pump error 3. Pump error 3 (line number = 1541 file number = 2002) confirmed due to hardware error. Pump error 19 (line number = 982 file number = 114) confirmed due to hardware error. Pump error 37 (line number = 729 file number = 121) confirmed due to hardware error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Pump error 53 was a consequence of pump error 3. Pump error 3, pump error 19, pump error 37 confirmed due to hardware error. Hardware error isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53), drive count/time values or changes incorrect for moving or coasting. Too slow or too fast (pump error 37), generated if minute event is not received from motor processor or the sw watchdog task is not running properly (pump error 19), and the main arm cannot communicate with the motor arm (pump error 3). No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarms successfully. The customer was able to complete the rewind as well. The pump passed the self-test. However, the customer will discontinue using the insulin pump and will be returned for analysis.